Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g364 was conducted. There were no non-conformance associated with this lot. This lot met all release requirements. A review of kit lot g364 for the reported issue shows no trends. Trends were reviewed for complaint categories, clot observed and alarm #16: collect pressure. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a blood clot was observed during the treatment procedure. The customer stated they received an alarm #16: collect pressure alarm at the beginning of the treatment. The customer stated they flushed the patient access and discovered fibrin clots in the port access. The customer stated they flushed the port access and removed the clots. The customer stated they continued the treatment until they noticed small clots in the return line. The customer paused the treatment and disconnected the patient to run a saline bolus into a separate receptacle to remove the clots. The customer stated they removed the clots and resumed treatment again until they noticed more clots in the return line and the y-port that connects the return line to the collect line. The customer stated they immediately stopped the treatment. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and started a new treatment with a new kit. The customer returned the kit for investigation.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. A review of the data recorded on the returned smart card verifies an alarm #16: collect pressure alarm occurred as reported by the customer. A visual inspection of the returned kit confirmed clotting in the collect line and return line. Additionally the return filter and centrifuge bowl was filled with blood solids. The customer reported using 10,000 units of heparin in 500ml of normal saline, the default anticoagulant (a/c) concentration for patients weighing greater than 40kg. The reported a/c ratio used was 8 drops of whole blood to 1 drop of anticoagulant, or 8:1. The 8:1 ratio is richer than the default ratio of 10:1; however individual dosages may vary based on patient conditions. Section 2-9 of the cellex operators manual (1460415 rev 5.0) on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." The root cause for the clots observed could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 05/10/2019.